Event description:
Reportedly, this device was explanted after approximately a 1 month implant duration due to endocarditis and paravalvular sepsis.

Manufacturer narrative:
H.6.: device not returned.